Event description:
The customer reported the ventilator was alarming due to an occlusion safety valve open (svo). The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer recommended the customer replace the expiratory filter while awaiting onsite service. When onsite for service, the field service engineer was unable to duplicate the reported problem. Performance verification testing was completed and passed to operating specifications. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. An occluded filter may result in a sustained svo occurrence. This is being reported due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve identified during testing.